Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 (occlusion during prime). During testing, the pump alarms with a cs 076 (motor rewind time-out error) upon the first rewind attempt. The ¿motor error¿ complaint was duplicated during the investigation. The pump¿s cover was removed and inspection confirmed a defective motor assembly. The lead screw did not stall once the piston reached the rewind point. A mechanical assembly fault was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.